Event description:
The consumer reported on behalf of her daughter a case of false positive result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023. The consumer stated that her daughter's physician thought that "positive result was an artifact". Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed in triplicate at abbott diagnostics scarborough, inc. On retained kit lot 180000 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160 / lot 180000 and device part number 195-430wl / lot 178702. The lot met the required release specifications. The review of the complaints reported as false positive patient results (confirmed, unconfirmed and conflicting results) related to kit lot 180000 showed that the complaint rate is 0.000328%. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample. H3 other text : device discarded; single-use device.